Event description:
The suture was used during a colostomy procedure. Reportedly, the suture knot was loose. The surgeon used another suture to complete the procedure. The hospital has reported no pt injury occurred.